Event description:
It was reported that the programmer and analyzer had problems interrogating pacemakers and implantable cardioverter defibrillator (ICD)¿s and the link to the device was poor. The programmer and analyzer were returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found a loose ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly. Analysis also found the feet on the lower case were worn, keyboard hinge was broken, and the power cord door latch tab was cracked. The reported interrogation issue was due to an intermittent interrogation problem with the rf (radio frequency) head; the issue was resolved with a known good rf head cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l analyzer. (B)(4).